Event description:
It was reported that, during the surgery, the twinfix ultra titanium anchor did not have a initiator. As the tibia's bone was very hard and at the time to throw, the cable broke half from anchor out of the bone. Another anchor was placed of a different size, but beginning with a 3.5 mm staiman wire. No delay or patient injury reported.

Manufacturer narrative:
One twinfix ultra 5.5mm suture anchor device used for treatment but was not returned for evaluation. Due to unavailability, the allegation could not be fully confirmed. Investigation and evaluation were limited without physical evaluation. If objective evidence becomes available to assist with evaluation, the complaint will be revisited. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Instruction for use is quite specific and confirms instructions, precautionary statements and recommendations for proper use of product. Influences that could compromise product performance or integrity include: excess torque, leverage or force applied to product. Managing suture with sharp instruments. Dull drill bit used. Incomplete anchor insertion. Suture breakage. Alternate prep method or instruments used. Unanticipated bone condition. Torsional overload. Loss of axial alignment per instructions for use: ¿caution: use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the hole size to achieve optimal insertion force. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure¿. Proper site prep includes pre-drilling which is essential for successful use of the device. Incomplete anchor insertion may result in poor anchor performance¿ the appropriate smith and nephew drill bit and drill guide are each sold separately. Product met specifications upon release to distribution.

Manufacturer narrative:
One twinfix ultra 5.5mm suture anchor device used for treatment, was returned for evaluation. No anchor or suture were returned. The insertion device was the only item returned. It was damaged. The distal area of the shaft was fractured from torque. The most distal tip piece was absent. The bone density was reported as hard. Per instructions for use: ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ tapping is recommended. Hammering of product is not recommended. Recommended prep instruments are a spade drill tip and a tapered awl. Instruction for use documentation is specific. It confirms instructions, precautionary statements and recommendations for proper use of product. It contains technique driven instructions and cautions: if more torque is required to insert the anchor, stop and ensure that the anchor size, drill hole size, and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the drill hole size to achieve optimal insertion force. It is the responsibility of the surgeon to determine the patient's bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure.¿ complaint history review indicated no similar allegations for the lot number reported. DHR/batch/lot review did not indicate a condition or product/procedure failure that supported the allegation. No root cause related to the manufacture of this device was confirmed. Product met specifications upon release to distribution.

Manufacturer narrative:
Foreign zipcode: (B)(6).

Event description:
It was reported that during the surgery, titanium anchor, has not initiator, tibia's bone was very hard and at the time to throw, the cable broke half from anchor out of the bone. Another anchor was placed of a different size, but beginning with a 3.5 mm starman wire. No delay or patient injury reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.